Manufacturer narrative:
The suspect device is available for return but has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported the subject device image does not work. No patient harm or injury was reported. No additional information was provided. A request for additional information is in progress.